Manufacturer narrative:
On 12-mar-2019 arjo was informed by the facility staff that one of the safety sides panel rails cover (left foot end) detached from the citadel plus safety side rail assembly. The safety side rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. These side rails are secured to the steel framework of the bed using side rail assemblies and the cover is secured to the rail assembly using six screws. These screws are responsible for keeping the cover in place. It was also indicated by the facility staff that the patient contributed to this damage. More information regarding the patient and circumstances of this event were not available. There was no injury or other medical consequences reported. The identified citadel plus was the rental device that was being rented by sunnybrook hospital on (B)(6) 2019. Prior to each use all arjo products, including the citadel plus, undergo a quality control check by an arjo service representative. The quality control record for this bed was checked and it was confirmed that there were no issues observed during the inspection; the citadel plus bed passed the functional test of the safety side rails, which is one of the mandatory checkpoints. The citadel plus bed met the manufacturer's specification prior to the delivery to the hospital. The involved citadel plus bed was evaluated by arjo representative, who confirmed the reported malfunction. It was also notified during inspection that the safety side rail mechanism (responsible for raising, lowering and locking the panel) was fully functional. All six screws securing the panel were intact. The defective left safety side rail was replaced and functionality testing was carried out. The citadel plus passed the testing and could be released for further use. Following information provided by the facility staff, the improper handling of the safety side, not in accordance with instructions for use could contribute to the safety side detachment. However, due to the limited information and lack of the evidence, the exact scenario that led to the claimed malfunction could not be established. Please note, that according to the instructions for use dedicated to the citadel plus bed (831.374 rev.b), the operation of the side rails needs to be checked daily by the trained and qualified personnel. If any malfunction is noticed, the bed should be withdrawn from use and the customer should contact arjo approved service agent. In the face of the evidence gathered, the left foot end safety side rail cover detached from the safety side mechanism and from that perspective, the citadel plus bed did not meet the manufacturer's specification. The device was being used for patient care at the time of the event and played a role in the reported event. Although no adverse event occurred, the complaint was decided to be reportable on potential as the safety side rail cover detached from the citadel plus bed what under specific circumstances could pose a risk of the patient fall.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed by the facility staff that on of the safety sides (plastic part) detached from the bed's frame. No injury nor other medical consequences were reported. This malfunction was confirmed during inspection carried out by arjo representative. The left foot end safety side was replaced and the bed was tested.